Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to a stroke. The patient's blood glucose rose to 25 mmol/l (450 mg/dl) while wearing the pod. The pod reportedly dislodged from the insertion site. The patient went to the hospital and consulted a neurovascular surgeon from alfred stroke center regarding an MRI (magnetic resonance imaging) the patient had in 2022. The patient's artery was noted to have been blocked. Additional information regarding the hospitalization was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.